Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot and broken battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 148mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.